Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 shaft broke inside the ball impactor while impacting the liner. The impactor was still usable for the case. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified there are wear marks near to the junction end and hex feature of the device. The tip has fractured at the threaded area. Fracture surface has been previously analyzed through sem in which a bending overload fracture failure mode was identified. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.